Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a door failure. The field service engineer cleaned off the latch terminals to create better connection and also tighten the wire harness connections. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a broken door sensor. The customer stated that the 4 west machine auxiliary door 2 had a message "continuing to fail hardware" and making clicking like the latch or sensor isn't responding causing a delay in dispensing medications for patient care. There were no adverse events or injuries reported based on this event.